Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). One sample was returned for analysis and the reported malfunction of obstruction was confirmed. A piece of plastic was found in the device. Incoming inspection and production area were reviewed and was not found a potential root cause since the piece of plastic found in the tube does not belong to the manufacturing process. The failure mode is not related with the manufacturing process. All manufacturing controls were found properly implemented and maintained.

Manufacturer narrative:
(B)(4).

Event description:
Prior to use the customer found the endotracheal tube was obstructed by plastic inside the tube. There was no report of patient involvement or any required intervention performed.